Event description:
X-ray feature of the cysto table froze during the procedure. Unknown at the time if images could be retrieved. Later, images were retrieved which eliminated the need for a repeat procedure.